Event description:
Boston scientific received information that this pacemaker was on end of life (eol) with a magnet rate of 85. All thresholds were 1 or below and atrial pacing was 20%. Additional information indicates that the device was explanted for normal battery depletion and replaced with a new one. The device was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation was performed. The device triggered replacement indicator while implanted. The device does not meet longevity calculation. Further investigation indicates that the device was put through and passes a series of automated diagnostic testing. A review of device memory showed the device was in current bin 1 due to an suspend voltage of 4.6 volts. In this calculation, ventricle impedance was adjusted to 420 ohms (based on daily measurements), and ventricle output on the second line was set to 2.5 volts, so that ventricle current matches that recorded in memory. Longevity discrepancy was due to a current bin flip in altrua longevity calculation. The device was tested and meets specification.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.